Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer encountered a "the universal surgical manipulator (usm) 2 not free to move" message. The customer had attempted to power cycle the system and manually move the usm with the clutch buttons, however, something was reportedly obstructing the insertion axis. Prior to calling, the customer elected to move the procedure to another da vinci system as they required all 4 usms. The technical support engineer (tse) reviewed the system logs and found no related errors. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse inspected the universal surgical manipulator (usm) and found loose carriage rail screws. The fse replaced the usm to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and the reported failure was confirmed and replicated. The unit was tested and passed normal mode. It was observed that some of the linear rail screws were loose, sticking out, and so obstructing the movement of the carriage. The screws were hand-tightened for testing. The unit was also tested on a patient side cart fixture test platform where it passed with no related errors. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.